Event description:
An lcp proximal femur plate implanted for a subtrochanteric fracture broke post-operatively. Patient complained of pain and x-rays confirmed plate had broken. The plate was explanted and the surgeon noted there was a non-union. Patient has not been revised to any hardware, as there is a lot of dead bone (osteonecrotic bone fragments).

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.